Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were in the emergency room (ER). No specific information regarding ER visit, glucose levels, treatment or length of stay were provided. According to the patient the blood glucose levels were higher on the dexcom, but the controller was not showing any blood glucose values and displaying a sensor not found message. It was discovered that the patient had the dexcom receiver turned on. The dexcom receiver must be turned off in order for the cgm (continuous glucose monitor) and omnipod system to pair and communicate.